Manufacturer narrative:
(B)(4).

Event description:
This was a lead extraction procedure to remove two leads, ra and rv, due to a pocket infection. A spectranetics 12fr sls laser sheath was used to free up the lead. Just before the svc coil on the rv lead, progress stalled. The physician moved to the ra lead with the 12 fr sls and the lead was extracted. The patient had a slight drop in blood pressure, but the procedure continued. The device was upsized to a 14fr sls and the rv lead was extracted. An echocardiogram was performed and no effusion was seen. Approximately one hour after the patient had been transferred to the floor he had another drop in pressure. Echocardiogram confirmed an effusion. Pericardiocentesis was performed; the patient was stabilized and moved to the ICU.